Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-01184. (B)(6) clinical study. It was reported that stent recoil and inadequate apposition occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition with stable angina. The patient was also found to have ischemia prior to procedure and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the mid left anterior descending artery (lad) with 70% stenosis, a length of 24 mm, and a reference vessel diameter of 3.0 mm and was treated with pre-dilatation and placement of a 3.0 x 28 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal lad with 80% stenosis, a length of 10 mm, and a reference vessel diameter of 2.5 mm and was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. However post study stent deployment, a small flap dissection was noted on the proximal side of the stent. Following post-dilatation, the dissection disappeared and residual stenosis was 0%. Two days later, the patient was discharged on dual antiplatelet medications. In (B)(6) 2016, the patient was transferred for further treatment of worsening heart failure and for transcatheter aortic valve implantation (tavi) assessment. The following day, a 60% proximal stenosis in the lad was noted. The study stents in mid and distal portion were patent. A 99% in stent restenosis of a stent in the proximal portion of the right coronary artery (rca) was also noted. The patient was then referred for percutaneous coronary intervention (pci). Four days after the patient treatment for the heart failure, the 60% stenosis in the left main coronary artery (lmca) to proximal lad was treated with balloon angioplasty and placement of a 3.5 x 28 mm non-bsc drug eluting stent (des) with 0% residual stenosis and timi 3 flow. A 1.20 mm emerge balloon catheter was advanced to pre-dilate the 99% stenosis of proximal to mid right coronary artery (rca). However, the device was stuck to the calcified post stent stenosis. After successful predilation, a 3.5 mm x 38 mm promus premier des was then deployed. The stent was post-dilated with 3.5 x 15 mm nc emerge balloon catheter and proximally with a 4.0 x 15 mm nc emerge balloon catheter. However after post dilatation there was some recoil and under-dilation noted in the most proximal part of rca vessel. In addition, the 80% stenosis of 1st obtuse marginal branch (om1) was treated with balloon angioplasty. Post procedure, residual stenosis was 10% with timi 3 flow. Seven days later, the patient was transferred to another hospital for further treatment. In (B)(6) 2016, the patient was discharged on dual antiplatelet medications in consideration of further rehabilitation after three-vessel balloon angioplasty and insertion of three drug stents and subsequent contrast-induced nephropathy.